Event description:
It was reported via study that a patient underwent right total knee arthroplasty. Subsequently, patient is reporting pain and stiffness. No revision procedure has been reported.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2022-00285, and 3007963827-2022-00287. Concomitant medical products:¿ femur cemented cruciate retaining (cr) standard right size 12 catalog#: 42502607402 lot#: 64533679 articular surface fixed bearing cruciate retaining (cr) right 10 mm height catalog#: 42521000610 lot#: 64321223 tibia cemented 5 degree stemmed right size h catalog#: 42532008302 lot#: 64087077 foreign source: united kingdom. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.